Manufacturer narrative:
G5: correction: bifurcated gore-tex® stretch vascular graft is not a combination product.

Manufacturer narrative:
Lot number information was requested but not made available. Therefore, review of the manufacturing paperwork could not be performed. The explanted device was not returned to gore. Therefore, direct product analysis was not possible.

Event description:
The following was reported to gore: in 2010 (exact date unknown), a bifurcated gore-tex® stretch vascular graft, was implanted in a patient during a abdominal aorta aneurysm (aaa) procedure at a different hospital. During a routine follow-up on (B)(6) 2019, an expanding aneurysm sac was observed. The bifurcated gore-tex® stretch vascular graft was explanted and a dacron graft was implanted. Examination of the aneurysm sac revealed no blood formation. However, yellow gelatinous substance was found around the graft and only in the aneurysm sac.